Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio anomaly. Customer's blood glucose value was unknown. The device will not expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. The audio tone/vibrate feature on the pump functioned properly during testing. Hardware low level failures, variable 3, alarmed during self test and was confirmed in insulin pump history file due to a cracked solder joint at pin 6 of the ambient light sensor.